Manufacturer narrative:
(B)(4). The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On an unknown date the patient noted the peg site was red and there was some slight pain at the site. The physician started the patient on oral cephalexin 500 mg four times a day.